Event description:
On 23may2025, an email was received from a johnson & johnson employee with notification of mw5167435 after conducting a maude database search on the FDA website. A patient (pt) presented in an eye care professional's (ecp's) office with a corneal ulcer "caused by poor contact lens hygiene and wear schedule, after having been referred to us by the emergency room. Patient has a serious corneal ulcer that had to then be referred out to an ophthalmologist for care due to its severity." The product was reported as a "contact lens with 'hydraclear.'" No additional medical information was provided related to the event. No pt or ecp contact information is available. No additional medical information is expected. The affected eye is unknown. The date of the event is unknown and will be reported as 01jan2025. It is unknown what acuvue brand contact lens was worn at the time of the event. The lot number of the suspect product was not provided. It is unknown if the suspect product is available for return for evaluation. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.